Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7127230.

Event description:
It was reported that the patient could not feel her legs following a trial procedure. The physician believed the patient developed an epidural hematoma and opted to remove the leads. Patient was doing well after lead pull. The trial leads were disposed by the facility.